Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 65% to 5% within one hour. In addition, the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. However, the customer stated the touchscreen was unresponsive to touch and was unable to be unlocked. Customer reported their blood glucose level was not impacted by these issue. Reportedly the customer has a backup pump as alternate insulin therapy. In addition, the customer's blood glucose level was 331 (mg/dl) due to being stressed. The customer stated a bolus via backup pump would be administered to address bg level.